Event description:
Catheter was placed in an infant on 12/9/96. On 12/10/96 the catheter was noted to have a cracked clear hub. Unable to flush and clear the line. It was pulled and a new line placed.